Manufacturer narrative:
This complaint is being reported by zimmer biomet as this follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome three times. The last repair was (B)(6) 2014 where it was reported that the device was taking skin too deep and the damaged head, thickness lever, reciprocating arm, bearings, neck, seal and retaining ring, motor, swivel, poppet assembly, hose, screwdriver, width plates, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on september 20, 2002, and is over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer (B)(6) on (B)(6) 2016 revealed the head was worn and the 4 inch width plate was worn. Prior to repair the device was outside calibration specifications and the motor did not operate. Repair of the air dermatome was performed by zimmer (B)(4) on (B)(6) 2016 which included replacement of the machined head, semi-circle shaft bearing, adjustment cam, vespel sleeve, motor, motor, sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, eccentric shaft, and 4 inch width plate. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the repair by zimmer (B)(4) it was noted that when the device was tested the motor did not operate prior to repair. While the service technician from zimmer (B)(4) confirmed that when the device was tested the motor did not operate, it is unknown with the information provided why the motor malfunctioned. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over (B)(4) years old and has not been previously repaired by zimmer biomet since (B)(6) of 2014. The IFU states that ¿the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device did not take skin. It was not driving. Additional information was received on september 6, 2016 stating that the event occurred during surgery with a surgical delay of 1-15 minutes. There was an impact to the graft harvest and an additional unplanned graft harvest was required. The surgery was completed with an alternate device.